Event description:
According to the reporter, customer called to report a bravo capsule failure to attach. There was no harm caused to the patient. Medical intervention was required as a roth net was used. There was a repeat procedure performed. The patient had esophageal issues and an endoscopy was performed prior to bravo procedure and the esophagus did not appear to be normal. The capsule will be returned for investigation.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.